Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 50 mg/dl compared to readings of 150 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, and no issue was observed. The sensor data was extracted successfully using approved software. Sensor state 7 with event log 11, 224, 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. An extended investigation was conducted, and the sensor was de-cased. A visual inspection was performed using a digital microscope on the returned sensor and the sensor's printed circuit board assembly (pcba). No issues were observed. Smu (source measurement unit) test was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured to be within specification, indicating no accuracy issues were present in the puck. Additionally, a poise voltage test was performed and results that were within specification were observed, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification, indicating that the puck's thermistor was fully functional. The returned sensor passed all accuracy testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of product malfunction was found during the investigation, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 50 mg/dl compared to readings of 150 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.